Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected an increased shock impedance measurement greater than >125 ohms on the non-bsc right ventricular (rv) lead. The following day, the impedance measurement was within range and the patients' physician was to monitor the status of the lead. To date, no adverse patient effects were reported as a result of this clinical observation.